Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system exhibited high pacing impedance and capture threshold values. Due to this, the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully placed. No additional adverse patient effects were reported. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system exhibited high pacing impedance and capture threshold values. Due to this, the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully placed. No additional adverse patient effects were reported.